Event description:
Pt reports that in the last 3-4 days he has had an infection due to his foley's catheter and he is taking antibiotic sulfamethoxazole-tmp ds tablets. Pt reports s/e to abiraterone i.e. Severe dizziness and severe nausea.